Event description:
No additional information.

Manufacturer narrative:
As neither a lot number nor a sample was available for this incident, a complete investigation could not be performed. Based on the provided feedback, we understand a coring issue took place. However, based on the investigation results and the preventive measures in place, an exact manufacturing related cause could not be determined for this event. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to conduct a thorough analysis. We would like to inform you that material 303262 has been created with a regular bevel, compared to material 304622 which had a short bevel. This means that the needle needs to puncture the vial differently. Material 303262 should puncture the vial at an angle of penetration between 45 to 60 degrees. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Core drilling - plastic cap particles generated by the canula. Coring due to the bevel of the sharp canula. Has our bevel changed?